Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and the issue relating to hub/collar separation or defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism or hub/collar separation through CAPA#1465371.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle .this event occurred three times. The following information was provided by the initial reporter. The customer stated: customer report "I¿ve had 3 now that when you twist the cap off the whole safety guard comes straight off the needle,".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and the issue relating to hub/collar separation or defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism or hub/collar separation through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle .this event occurred three times. The following information was provided by the initial reporter. The customer stated: :customer report "I¿ve had 3 now that when you twist the cap off the whole safety guard comes straight off the needle,"